Manufacturer narrative:
(B)(4).

Event description:
Returned callback request and pt mother reporting rcvr just shut off and unable to turn back on

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An external visual inspection was performed and passed. A receiver charge and boot was performed and failed because the receiver vibrated continuously and would not turn on. The log was not downloaded for review because the receiver vibrated continuously and would not turn on. The receiver case was opened, and an internal visual inspection was performed and passed. Confirmation of the complaint was undetermined. No injury or medical intervention was reported.